Event description:
A physician reported with a description of one of the intraocular lens (iol) haptic was broken. There was no patient harm. Additional information has been requested, yet no new information has been received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis, and damage to the haptic was observed. Iol returned pressed against one post of the lens case base. Significant amount of solution is dried on the iol. One haptic is deformed, the other haptic is adhered to the optic in a folded position. No breakage observed. We are unable to determine the root cause for the reported complaint "one of the haptics was broken". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).